Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine followup. Upon review, it was revealed that the right atrial lead exhibited noise and numerous automatic mode switch episodes. Lead tests were otherwise in normal limits. Noise was not reproducible with isometrics or pocket manipulation. Programming changes were made. Patient was stable and will continue to be monitored.